Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed during the functional testing and archive data review. The root cause for the reported complaint was due to defective cooling engine (ce) compressor. Upon visual inspection, unrelated to the reported complaint, noticed bubbles on the window display. The window display requires to be replaced to remedy the problem. The thermogard xp ivtm system failed during initial functional testing due to tcmid:06 (ce post failure) error. The archive data review showed occurrence of tcmid:06 (ce post failure) error message on the reported event date. The ce compressor requires to be replaced to remedy the tcmid:06 error. Upon customer approval, the defective parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. No additional information was provided. No known impact or consequence to patient information was provided.